Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with all telemetry transmitters that were being monitored. They sent the device logs in for nihon kohden review. No patient harm or injury was reported. Investigation summary: the root cause for this event is determined to be unknown. Technical support (ts) reviewed the logs, noting a network disconnect at approximately 23:06 resulting in the reported issue. Ts was unable to determine what caused the network disconnect. Multiple attempts to retrieve additional information were made without results.

Event description:
The nurse reported that all the telemetry transmitters are in communication loss with this central nurse's station (cns). They are only monitoring telemetry transmitters at this cns, and this happened at 23:06.

Manufacturer narrative:
The nurse reported that all the telemetry transmitters are in communication loss with this central nurse's station (cns). They are only monitoring telemetry transmitters at this cns, and this happened at 23:06. Nihon kohden computer information technology systems support (cits) logged into enterprise gateway and could see the unified gateway service was running. They could see the cns and the telemetry. Nihon kohden technical support (tech support) contacted the customer again and confirmed that the cns were able to see the telemetry transmitters. Logs were sent in for evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Gz telemetry transmitter: model: ni, sn: ni.

Event description:
The nurse reported that all the telemetry transmitters are in communication loss with this central nurse's station (cns). They are only monitoring telemetry transmitters at this cns, and this happened at 23:06. Nihon kohden computer information technology systems support (cits) logged into enterprise gateway and could see the unified gateway service was running. They could see the cns and the telemetry. Nihon kohden technical support (tech support) contacted the customer again and confirmed that the cns were able to see the telemetry transmitters. Logs were sent in for evaluation. No patient harm was reported.